Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keeps on alarming no delivery and customer already changed the set for six times. Customer's blood glucose value was 230 mg/dl. The customer was assisted with troubleshooting. Customer states the insulin did not exit. Customer states they run manual prime with empty insulin pump until piston reaches end of travel and insulin pump did not alarm with no reservoir. Customer states the series of beeps and 0.0 units displayed during manual prime without reservoir in insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing.